Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had high blood glucose readings with different meter. Customer's blood glucose was over 600 mg/dl and 498 mg/dl. Customer's blood glucose at time of call was unknown. During troubleshooting, device passed the high pressure test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.